Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Reportedly, the customer was using the cartridge for 4 days. Tandem technical support informed the customer that using the cartridges longer than 72 was off label per the tandem user guide. Customer's blood glucose was 194 mg/dl.